Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that this past friday or saturday they went to a grocery store and took their scooter and shortly after patient got in they started getting a lot of little electrical shocks where their hand was touching the basket. It happened the whole time patient was in the store and it got so annoying patient put a plastic bag between their hand and the metal on the basket. Patient went home and had no issues initially but then get a shock to their foot. Patient is diabetic so every once in a while would get a shock in the left or right foot but never anything debilitating. Yesterday patient was home and started getting a lot of shocks going into the left foot and thought it was just due to diabetes but it kept going through the night and got so bad that patient started trying to find a comfortable position but nothing would alleviate it. Patient started timing the shocks and they were coming every 5 minutes like they were having a baby which is not normal for what patient normally experiences with their diabetes. Patient turned the interstim down to zero and for a half hour had no shocks. After that half hour it started coming back and patient knew it was not a diabetic thing it was the interstim device and thinks it may have gotten thrown off from the s hocking event at the grocery store. After decreasing it the shock became less frequent every 15-20 minutes but did not go away and patient was not able to sleep because of this. This is still presently ongoing. Patient confirmed therapy is currently turned off. Reviewed it is not expected that shocks would be coming from the interstim system being that therapy is completely turned off. Patient stated they are concerns that the interstim is not working normally and is causing the shocking. Reviewed no additional troubleshooting can be done over the phone and recommended patient schedule a follow up with managing physician. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.